Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged one day post-implant. A revision procedure was performed to reposition the lead. The following day, it was noted that the lead had dislodged again. Another revision procedure was performed to replace the lead. The lead was explanted and replaced with a competitor's lead. It was noted that there was myocardial tissue in the helix at which the nursing staff had wiped down. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no issues with the lead electrode end. There was also no tissue noted on the helix. Laboratory analysis was unable to confirm the reported clinical observations.